Manufacturer narrative:
The soft cannula was observed to be torn. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed below the tear and no other leakages were observed. The timing and cause of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, a new pod was applied and insulin was delivered.